Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings: a review of the pump black box data showed cs 078 call service alarms had occurred. During testing, the piston did not move during the rewind step; a cs 078 alarm was emitted. The pump was opened for inspection and the motor flex was found to not be fully seated in the motor flex connector. When the motor flex was removed and reseated the pump was able to rewind and load fully. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.